Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all labels were still intact and no physical damaged was found on the device. Functional testing was unable to confirm the issue, however upon reviewing the event history log, several records of no disposable alarms occurring after pump starts on november 9, 2021, january 7 and april 2, 2022, and a record of error code 1870 on april 4, 2022. Possible cause for no disposable alarm (nda) could be a defective downstream sensor. Possible cause for error 1870 could be a defective gear motor. Both of which will be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that cadd legacy plus pump displayed no disposable pump won't run. No further details provided.

Manufacturer narrative:
Corrected data: d4: correction: model number: 6500. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.